Event description:
It was reported the pt experienced discomfort at the ipg pocket site due to movement and tilting of the ipg within the pocket. The physician moved and repositioned the ipg in the existing pocket which resolved the pt's issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.